Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. A review of the service history record indicates that the device had not been returned previously for the same malfunction. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the small battery drive device did not run during pre-surgery. During service and repair/pre-testing, it was determined that the device had a sticky trigger, gave off an unusual noise from the motor and did not work with a good battery pack. It was further determined that the device failed pre-test for check the triggers and electronic control unit function, compatibility between the small battery drive device and the small battery drive device ii and check of the off/oscillation/on switch mode function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.